Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot #: unknown, explanted: (B)(6) 2005, product type: lead. Product ID: neu_unknown_lead, lot #: unknown, explanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. PMA/510k: the product is being used for an off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) off label. A patient reported on (B)(6) 2019 that they had a revision. The patient mentioned they were not sure if the revision was for their interstim device or their pain device. Additional information was received on (B)(6) 2019 in the form of the patient¿s medical records. It was reported by an attending physician in a medical record that the patient whose pre-operative diagnosis/indications had been numerous voiding complaints (urinary frequency, urinary urgency,) severe interstitial cystitis and pelvic pain syndrome had undergone caudal lead insertion and that it had not helped them. The physician reported that on (B)(6) 2005 that the patient was having a surgery in attempt to connect the bilateral s3 leads to the synergy device, to remove the caudal leads, have a revision of the implantable programmable generator, insertion of the left s3 interstim tined lead and intraoperative programming. It was noted that the patient understood the risks and benefits of the surgery and wished to proceed, giving informed consent. The patient was brought to the operating room and was placed in the prone position. The patient was given sedation and their lower back was then prepped and draped in the standard sterile fashion. Lidocaine 1% had been infiltrated into the skin incision overlaying the generator. The skin incision had been made and carefully carried down to the generator with a knife and then with electrocautery carefully not touch ing the device. After the device had been seen, the pocket had been opened and the device had been delivered out of the skin. They then disconnected the device by unhooking the 2 caudal leads at the junction to the extension lead. Next, it was noted they had made a small incision and skin nick where the caudal leads were placed and removed the caudal leads without any significant difficulty/it was noted that during the surgery the caudal leads had been removed without event. Using fluoroscopy, they re-evaluated the old s3 lead and the right-sided lead appeared to be in good place. A new left-sided s3 lead was placed. After the lead was placed, the 5-inch needle had therefore been placed at the level of the si joint and then advanced into the s3 foramen. The hcp noted they were able to find the foramen with ease. A guidewire had been placed through this and then they did test the needle and saw that the patient had toe twitches/they did testing and they were able to obtain motor responses with toe twitches and levator bellows in all 4 leads. Happy with the placement, over a guidewire a small skin nick had been made, and over the guidewire they placed the obturator with a sheath and advanced it to the anterior lamella of the sacrum at the s3. The introducer had been removed and through this sheath they placed a tined lead with lead 3 just anterior to the anterior lamella. All 4 leads had been tested and they had obtained motor and sensory responses in all 4 leads. They obtained sensation in the vagina in all 4 leads, toe twitches and levator bellows had been seen in all 4 leads also. Satisfied with their lead placement, they tunneled this over to the area of the previous pocket where the generator had been. This lead, and the previous right s3 lead had therefore connected to the generator. Next, the generator had been placed inside its pocket. It was noted there had been good hemostasis. They then irrigated all the incisions thoroughly and the generator then underwent programming with just the impedances and they were all normal impedances. It was noted with preliminary programming they saw toe twitches in the programming session. Closure was then performed after all the incisions had been irrigated thoroughly. They then closed with deeper layer over the generator with 2-0 vicryl running sutures. The skin was then closed with a 3-0 vicryl. The caudal incision and the new lead placement incision had also been closed with 4-0 vicryl suture. A dressing was applied with mastisol, steri-strips, tefla and tegaderm. The patient was then transferred back to their stretcher and they went to the recovery room in stable and satisfactory condition. The attending physician had stated that the estimated blood loss had been minimal and that there had been no further complications reported.